Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve, inside a patient with a previously implanted non-medtronic (trifecta) valve that was failing due to severe stenosis, significant ectopy occurred with the guidewire in the ventricle alternating between ventricular fibrillation and complete heart block (chb). Several deployment attempts were made to implant the valve inside the non-medtronic valve but were unable to safely position the valve. After several deployment attempts and wire changes, it was decided to transition to a non-medtronic (sapien) valve. The non-medtronic valve was implanted, and the temporary pacemaker was left inside the patient due to the patient¿s conduction disturbances. 1 day later, an identification card (ID) was sent with an incorrect valve serial number. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the complete heart block and ventricular fibrillation resolved on its own with no additional treatment.

Manufacturer narrative:
Updated data: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.